Manufacturer narrative:
The reported events of insulation damage and inadequate capture could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did were normal. Visual examination did not find any anomalies except for the lead body damages found at the middle region of the lead consistent with procedural damage. The suture sleeves observed in the field were not returned with the lead. Unable to determine the cause of the reported events due to the as received condition of the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion was found proximal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. Diagnostic imaging was performed and revealed insulation damage on the rv lead. The lead was explanted and replaced. The patient was in stable condition.